Event description:
The consumer reported a deviation of result with curo l7 lipid test strip and curo l7 analyzer compared to lab test. The consumer has been used curo l7 analyzer and strip since (B)(6) 2021. After the first purchase of curo l7 analyzer and strips, the consumer has purchased two more times and used for 10 months. Recently, the consumer used curo l7 for measurements and it seems that the results werre not believable so the consumer compared the result with other equipment used by his/her physician in lab. Both tests were done within minutes of each other. The consumer's triglycerides were 288 and ldl was 52 on the curo l7, 80 for triglycerides and 112 for ldl through lab equipment.

Manufacturer narrative:
Date of event: date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.